Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause is cannot be determined from the investigation. Additional info was requested on 02/08/2012 by fax and mail. A completed questionnaire was received on 02/10/2012. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The lens rotated off axis in the first week postoperatively. The surgeon reported he repositioned the lens and it rotated off axis again. He also noted the pt's visual acuity and manifest refraction are "almost exactly the same as prior to the reposition, even though the iol is at a different axis". In a f/u, the surgeon reported the event continues and in his opinion, it is unk if the device caused/contributed to the event.